Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 6.0 x 150, 135cm mustang balloon catheter was advanced and initially inflated at 8 atmospheres (atm) for 30 seconds. However, during the second inflation at 14 atm for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported.